Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer contacted adc on (B)(6) 2016 and stated that her adc meter did not turn on when test strips were inserted (port issue). On (B)(6) 2016 the customer called and stated she had not received a replacement meter. During the call the customer reported that on (B)(6) 2016 in the afternoon she experienced symptoms of "chest pain and tired." The customer presented to a health care provider, where a blood glucose test was performed with a result of 60 mg/dl. The customer was diagnosed with hypoglycemia and anemia, and treated with unspecified "oral glucose". There was no report of death or permanent injury associated with this event.